Event description:
Sorin group received a report that the level sensor provided inconsistent level readings during use. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures this level sensor. This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. The level sensor was returned to sorin group (B)(4) for eval. Testing of the returned sensor found a damaged transistor. Sorin group (B)(4) has determined that the damaged transistor was the result of improper handling of the electronic components. The cause of the improper handling could not be determined. No action is necessary.